Manufacturer narrative:
Model number: 72404127; lot number: 1000146926; model description: control pump fgs iz; UDI: (B)(4). Model number: 72400024; lot number: 1000112143; model description: balloon fgs 61-70 cm; UDI: (B)(4).

Event description:
It was reported that the patient went to his physician on thursday due to pain with blood when urinating. The physician believed the patient may have a urinary infection or that the artificial urinary sphincter (aus) lacerated the urethra. A cystoscopy was done on saturday (B)(6) 2019 at which time it was confirmed that the aus had lacerated the urethra. "Erosion of the urethra without exposure of the device" was observed under cystoscopy. The patient is stable and the physician has decided to not remove the device for the time being. No further interventions have been reported at this time.

Manufacturer narrative:
Device analysis: erosion was reported. The ams800 cuff was visually inspected and functionally tested. There was a leak in the occlusive cuff shell due to sharp instrument damage consistent with explant damage. Based on a thorough review of the reported complaint, an overall investigation conclusion code of known inherent risk of device was chosen as the reported adverse event is known and documented in the labeling. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required. Model number: 72404127, lot number: 1000146926, model description: control pump fgs iz, UDI: (B)(4). Model number: 72400024, lot number: 1000112143, model description: balloon fgs 61-70 cm, UDI: (B)(4).

Event description:
It was reported that the patient went to his physician on thursday due to pain with blood when urinating. The physician believed the patient may have a urinary infection or that the artificial urinary sphincter (aus) lacerated the urethra. A cystoscopy was done on (B)(6) 2019 at which time it was confirmed that the aus had lacerated the urethra. "Erosion of the urethra without exposure of the device" was observed under cystoscopy. The patient is stable and the physician has decided to not remove the device for the time being. No further interventions have been reported at this time. It was further reported that aus cuff and pump were explanted due to erosion and pain. It was further reported that the patient presented with erosion of the cuff days after being implanted. A urethral reconstruction surgery was performed. The physician confirmed that the patient was complex due to his pathologies. There was an extrusion of the device. The device was removed and the patient is now in good condition. The patient's urethra is fine now.

Event description:
It was reported that the patient went to his physician on thursday due to pain with blood when urinating. The physician believed the patient may have a urinary infection or that the artificial urinary sphincter (aus) lacerated the urethra. A cystoscopy was done on saturday (B)(6) 2019 at which time it was confirmed that the aus had lacerated the urethra. "Erosion of the urethra without exposure of the device" was observed under cystoscopy. The patient is stable and the physician has decided to not remove the device for the time being. No further interventions have been reported at this time. It was further reported that aus cuff and pump were explanted due to erosion and pain. It was further reported that the patient presented with erosion of the cuff days after being implanted. A urethral reconstruction surgery was performed. The physician confirmed that the patient was complex due to his pathologies. There was an extrusion of the device. The device was removed and the patient is now in good condition. The patient's urethra is fine now.

Manufacturer narrative:
Model number: 72404127, lot number: 1000146926, model description: control pump fgs iz, UDI: (B)(4). Model number: 72400024, lot number: 1000112143, model description: balloon fgs 61-70 cm, UDI: (B)(4).

Event description:
It was reported that the patient went to his physician on thursday due to pain with blood when urinating. The physician believed the patient may have a urinary infection or that the artificial urinary sphincter (aus) lacerated the urethra. A cystoscopy was done on saturday (B)(6) 2019 at which time it was confirmed that the aus had lacerated the urethra. "Erosion of the urethra without exposure of the device" was observed under cystoscopy. The patient is stable and the physician has decided to not remove the device for the time being. No further interventions have been reported at this time. It was further reported that aus cuff and pump were explanted due to erosion and pain.

Manufacturer narrative:
Model number: 72404127, lot number: 1000146926, model description: control pump fgs iz, UDI: (B)(4). Model number: 72400024, lot number: 1000112143, model description: balloon fgs 61-70 cm, UDI: (B)(4).